Event description:
It was reported that the pt experienced withdrawal with exaggerated rebound spasticity and muscle rigidity. The pt was admitted to the ER. The pump reservoir volume was checked and was as expected. Further diagnostic testing was planned. Final pt outcome was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.